Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned, and investigation completed by product analysis on 18-apr-2019 with the following findings: on examination, the pump was confirmed to have moisture in the battery compartment. The battery compartment was noted to be cracked with moisture entering the pump at the site of the crack